Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage and noted that the battery voltage recently began dropping in an irregular fashion. Device replacement was recommended and to return device for further analysis. Additionally, this ICD was explanted and replaced with a new device of different model. No additional adverse patient effects were reported.